Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime unit during the prime test due to loose/tilted drive support disk. The device was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The unit was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 254 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.